Manufacturer narrative:
Image analysis: stent foreshortening can be defined as the percentage by which the length of a stent decreases from its crimped state to its deployed state (when the balloon is retrieved from the stent). The images provided show a fully deployed stent in the proximal lad. No images were provided showing the stent pre-deployment or showing the characteristics by which the user determined that stent foreshortening had occurred. It is not possible to assess the allegation based on the images provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #247959032:cines attached at pe level.if information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a lesion in the proximal left anterior descending (lad) artery. The device was inspected, and negative prep was carried out prior to use with no issues noted. No resistance was noted when advancing the device and no excessive force was used. It was reported that when the stent was about to be deployed the stent moved. It was thought the device either moved or foreshortened more than would have been expected. As a result the proximal part of the lesion was missed by a few mm. It was decided not to use an additional stent to treat the missed section of the lesion. No patient injury reported.

Manufacturer narrative:
The lesion was predilated. The physician assessed that the stent did not move, but did foreshorten. The balloon of the stent had not been inflated prior to the foreshortening. 18atm pressure was used for stent deployment. The stent did not dislodge from the balloon prior to stent deployment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Regulatory report: (B)(4). Aware date is the 01-nov-19. If information is provided in the future, a supplemental report will be issued.